Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined. There is no allegation or information provided during the investigation that suggests that a device or product malfunction is related to the event.

Event description:
It was reported that the patient presented in the clinic with infection at the implanted device pocket site and pocket erosion. The implantable cardioverter-defibrillator (ICD), right ventricular (rv) lead, left ventricular (lv) lead and atrial lead were visible from the opened incision site of the implanted device pocket. The physician explanted the entire system ¿ ICD, rv lead, lv lead and atrial lead due to infection. The patient was in stable condition.